Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer fell asleep with the sensor connected to the body without the transmitter placed in, and upon removal of the sensor, the sensor wire became "dislodged and detached". No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.